Event description:
Customer called to say he had elevated blood glucose levels (bg's) with this pod. He thinks that pod was delivering meal and correction boluses, but not his basal insulin doses. His bg's fluctuated between 75 - 318 mg/dl. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.